Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in shunt in the moderately tortuous and mildly calcified artery. A 5.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.